Event description:
The gate was engaged, but the electrode pulled back as the physician coiled extraneous wire underneath the scalp prior to closing, suggesting that the gate and cap were incompetent. In patient 1's case, this was not recognized until the postoperative MRI the day after the first surgery. This necessitated another surgery, but no long-lasting ill effects. This happened again with patient 2 but fluoroscopy was used prior to closing so the situation was corrected. In both cases, the gate and cap were placed properly and were intact.